Manufacturer narrative:
Literature citation: zuidema, r., van sambeek, m.r.h.m., zwetsloot, j., heyligers, j.m.m., pratesi, g., reijnen, m.m.p.j., de vries, j.-p.p.m. And schuurmann, r.c.l. (2024). Geometric analysis of the gore excluder conformable endoprosthesis in the infrarenal aortic neck: one year results of the excel registry, eur j vasc endovasc surg 68, pp. 720-727. Https://doi.org/10.1016/j.ejvs.2024.04.026. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: patient age: median age of 78 years was stated in the article. A3: patient gender: predominantly male patients was stated in the article. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. H3: the device is not being evaluated since it remains implanted. The corresponding author has been contacted in order to receive more information on the event, device identification, and imaging. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: zuidema, r., van sambeek, m.r.h.m., zwetsloot, j., heyligers, j.m.m., pratesi, g., reijnen, m.m.p.j., de vries, j.-p.p.m. And schuurmann, r.c.l. (2024). Geometric analysis of the gore excluder conformable endoprosthesis in the infrarenal aortic neck: one year results of the excel registry, eur j vasc endovasc surg 68, pp. 720-727. Https://doi.org/10.1016/j.ejvs.2024.04.026. The objective of this study was to evaluate the 30 day and one year position and apposition of the ore excluder conformable endoprosthesis [cexc] in the infrarenal neck of the aorta. Patients received cexc between 2018 and 2022. There were 87 patients [median age of 78 years-old, 66 males] in the study. The procedures were broken down into the following: angulation control was used in 25 patients within the IFU and in 11 patients outside of the IFU, repositioning and reconstraining were used in 37 patients within IFU and 9 patients outside of IFU [IFU classification based upon infrarenal angulation]. During the follow up, one patient had a newly detected type ia endoleak that was treated with a proximal cuff and endoanchors (medtronic cardiovascular, santa rosa, ca, USA).

Manufacturer narrative:
Updated g3. Updated b4: describe event or problem, added more content based on the literature article. Other information remains same from previous submission. H6, code c21, d16 removed as no longer applicable with the investigation findings. Added codes: c20 - no findings available. And for investigation conclusions, added codes: d15, d12. The corresponding author has been contacted in order to receive more information on the event, device identification, and imaging. Multiple attempts were made to obtain additional information about this event from corresponding author and the other prof for excel database access. No additional information was provided; therefore, the complaint will be closed. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. With the information provided to gore, the root cause of the reported event cannot be established. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleaks, endoleak 1a - proximal.

Event description:
The following literature article was reviewed: zuidema, r., van sambeek, m.r.h.m., zwetsloot, j., heyligers, j.m.m., pratesi, g., reijnen, m.m.p.j., de vries, j.-p.p.m. And schuurmann, r.c.l. (2024). Geometric analysis of the gore excluder conformable endoprosthesis in the infrarenal aortic neck: one year results of the excel registry, eur j vasc endovasc surg 68, pp. 720-727. On the completion angiogram, 16 endoleaks were observed: one type ia, one type ib, and 14 type ii. One type ib endoleak was left untreated and one type ia endoleak persisted despite remodeling and placement of extension cuff but did spontaneously resolved at the 30-day cta. The mean interval between evar and 30-day cta was 42 days.